Manufacturer narrative:
After further review MFR#1119779-2021-01874 has been determined to be a duplicate of MFR#1119779-2021-01888. All information is in MFR#1119779-2021-01888. As a result this complaint will be cancelled and MFR#1119779-2021-01874 is null and void.

Event description:
It was reported while testing with bd max¿ enteric viral panel a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: increased amount of wobbling wavy curves during june-october triggering false positive signal. No erroneous results reported to clinician. No death or injury. Info from rep: "several lots are used during the time period customer has had issue. We do not have all the lots. No other reports from other customers using this assay. We do not suspect a lot issue. "

Event description:
It was reported while testing with bd (B)(6) panel a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: increased amount of wobbling wavy curves during june-october triggering false positive signal. No erroneous results reported to clinician. No death or injury. Info from rep: "several lots are used during the time period customer has had issue. We do not have all the lots. No other reports from other customers using this assay. We do not suspect a lot issue. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown